Manufacturer narrative:
No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that, during the maintenance of the infusion port, when removing the package of the implantable intravenous drug delivery system and giving exhaust, it was found that the normal exhaust cannot be carried out. The hospital analyzed the cause of the incident as suspected needle blockage. No patient injury was reported.